Event description:
It was reported that coude intermittent catheter inserted into a patient and it did not drain any urine because there were no eyelids on the catheter. This happened three times with different registered nurse.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. A potential root cause for this failure could be "operator error". Photo samples were returned for an orange coude catheter. The photo samples showed that the catheter had no eyes punched into the catheter tip. The sample does not meet specification as it does not meet catheter eye size.(gross visual evaluation). The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required as the reported event is confirmed manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that coude intermittent catheter inserted into a patient and it did not drain any urine because there were no eyelids on the catheter. This happened three times with different registered nurse.